Event description:
As per nmpa (china FDA): as reported, the patient underwent right indirect hernia high ligation and tension-free hernia repair on (B)(6) 2022 with the implant of bard/davol perfix plug light. Local skin flushing occurred on (B)(6) 2022, the fourth day after the operation, which gradually subsided through disinfection, and no obvious abnormality was found.

Manufacturer narrative:
As reported, post-implant of the perfix light plug the patient experienced an allergic reaction (skin flushing). Limited information is provided. Based on the information available, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november,2020. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.